Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead was dislodged. As a result, it was capped and abandoned surgically. A new rv lead was implanted without complication. No adverse patient effects were reported.